Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular connector was broken. Analysis also found that both bail covers were broken, the keyboard window was cloudy and that the liquid crystal display was out of specification, that it was missing pixels. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.